Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported an air embolism occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The patient was deep sedated and was breathing normally. After preparation the first sheath was inserted into the patient, and a lot of air was aspirated. After sheath withdrawal, it was noted at ECG st-elevations and the blood pressure of the patient went decreased. After this, a second sheath (same lot as the first one) was prepared and had the same issue. A third sheath (different lot) was prepared also had the same issue. The device was withdrawn, and it was decided not to treat the patients pulmonary vein isolation with faraview. The physician changed to radiofrequency (rf) and worked with orion and opal and this resolved the issue. The procedure was completed. The patient was treated with aspiration, pacing and medications to support the blood pressure and the cardiac complications was resolved. The patient was fully recovered. The devices are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress). Boston scientific determined that the st segment elevation, air embolism, and hypotension are known inherent risks of use of this device.

Event description:
It was reported an air embolism occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The patient was deep sedated and was breathing normally. After preparation the first sheath was inserted into the patient, and a lot of air was aspirated. After sheath withdrawal, it was noted at ECG st-elevations and the blood pressure of the patient went decreased. After this, a second sheath (same lot as the first one) was prepared and had the same issue. A third sheath (different lot) was prepared also had the same issue. The device was withdrawn, and it was decided not to treat the patients pulmonary vein isolation with faraview. The physician changed to radiofrequency (rf) and worked with orion and opal and this resolved the issue. The procedure was completed. The patient was treated with aspiration, pacing and medications to support the blood pressure and the cardiac complications was resolved. The patient was fully recovered. The device was received for analysis.